Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the migration and subsequent paravalvular leak around the valve was most likely patient factors (aortic valve area and lack of significant calcification). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case the 26mm sapien 3 valve was deployed with +4ml contrast more than nominal volume in a slightly calcified aortic valve. Post-deployment aortography (aog) showed an oscillation like movement that was not consistent with heartbeat. Post-dilation was performed with +5ml contrast more than nominal volume in order to fix the valve firmly. Although little paravalvular leak was observed, aog still indicated the same movement, which implied the anchoring was weak. The decision was made to do a valve-in-valve to prevent embolization. A 29mm sapien 3 valve was deployed with +2ml contrast more than nominal volume. The 2nd valve finally expanded wider than the 1st valve at the left ventricular side and covered the 1st one, which decreased the movement. Post-dilation was performed with the same volume to securely fix the valve. Then the procedure was completed. The operator stated it was impossible to choose a 29mm valve given the aortic valve area. The aortic valve area measured 433.0mm2 and mild aortic valve calcification was reported. The device remains deployed in the patient and will not be returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.